Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. Heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2024, this patient underwent a bypass surgery for left lower extremity revascularization using a gore® propaten® vascular graft. Reportedly, the procedure went well with no issues. On (B)(6) 2024, a hematoma was observed in the left femoral area, a surgery was performed. During the procedure, it was confirmed that the graft was torn at slightly proximal from the distal anastomosis site. The tear was repaired using a new graft, the procedure was completed. Reportedly, the patient is doing well. The physician reported that the graft was implanted longer to reduce damage to the graft with flexion and extension at the initial surgery, even that, the graft was torn so no idea about the cause. He also reported that the tear was a clean cut rather than a tear and wondered if such a thing could happen.

Manufacturer narrative:
Explant evaluation: the graft fragment was returned to w. L. Gore & associates for investigation. Submitted in formalin was a gore® propaten® vascular graft ¿ thin-walled removable ringed fragment which had been transected prior to arrival at w. L. Gore & associates. The proximal end was transected while the distal end had irregular edges containing a serrated region with slits through the graft material extending to the graft end. The abluminal surface was completely devoid of tissue. The lumen was widely patent and had a scant amount of light tan to brown poorly adherent firm tissue. Histopathological examination was not performed due to the lack of adherent tissue and the nature of the complaint. The graft fragment was subjected to an enzymatic digestion process to remove biologic debris. Following digestion, the graft fragment was examined for material disruptions with the aid of a stereomicroscope and regionally imaged using scanning electron microscopy (sem). Some of the disruptions identified on the device fragment are consistent with surgical instruments, including clamp marks and a transected proximal end. The findings (i.e., suture tear through/ elongation and material edge) just proximal to the heel of the distal femoral anastomosis of the fragment in line with graft rupture consistent with an acute tension event.

Manufacturer narrative:
A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Product evaluation: the identity of the returned device is consistent with the device described in the case but could not be confirmed. The condition of the returned device is consistent with the case description. The reported failure mode is consistent with the condition of the received device. The examination found no anomalies attributable to the manufacture of the device. According to the gore® propaten® vascular graft instructions for use (IFU), complications which may occur in conjunction with the use of any vascular prosthesis include but are not limited to: perigraft hematomas, disruption or tearing of the suture line, graft, and/or host vessel